Manufacturer narrative:
G4: 23jun2020. B4: 23jun2020. The service engineer (se) inspected the device and confirmed the navigation ring was inoperable. The se replaced front bezel to address the navigation ring issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21may2020.

Event description:
It was reported that the ventilator's navigation ring was not moving. There was no patient involvement.